Event description:
Patient had T10 pelvis fusion in 2025 with Atec mfg# 420-PR-08102500-S. Lot #10357405.Within 3-6 months he developed worsening back pain with work up showing the TLIF(Transforaminal Lumbar Interbody Fusion) cage broke which caused L5-S1 pseuodarthritis. On (b)(6) the patient was scheduled for ALIF(Anterior Lumbar Interbody Fusion) L5-S1 anterior plate removal. When cage was removed it had broken into 3 pieces.